Event description:
Customer reported she experienced high blood glucose of 524 mg/dl. Customer stated her blood glucose went high because she got into car accident and ate a whole bag of candy. Customer was going to treat with bolus dose; incident did not result in any serious injury or hospitalization. Customer stated she pushed the act button to go to the menu and received a low reservoir alarm. Customer noticed she had 7 insulin units left and wanted to adjust the low reservoir setting. Customer was assisted with clearing the alarm and the low reservoir setting was changed to 5 units. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.